Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience contact dermatitis, rash, eye irritation and asthma. The patient did receive medical intervention in the form of medication. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier with the device. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection of the device was completed by the manufacturer and found an unknown contaminant on the blower box, blower, blower seal, and ui panel. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contaminants found were consistent with unknown contaminant on the blower box, blower, blower seal, and ui panel. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10 g3, h3, h6 has been updated or corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to a tumor in the neck while using the device. There was no medical intervention required by the patient. The reported event of tumor in the neck while using the device and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
Additional information was received on nov 13, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to a tumor in the neck while using the device.this notification was reviewed by the pms clinical expert due patient reporting of asthma which is assessed as serious injury. The patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. ( product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury. Section h6 was corrected and updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience contact dermatitis, rash, eye irritation and asthma. The patient did receive medical intervention in the form of medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.